Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 and 452 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer states that they had blood glucose level in the 400 mg/dl every morning since she received this replacement insulin pump. The customer was treated for the high blood glucose with manual injection. The customer was mentioned no delivery and offered troubleshooting and insulin exits with the manual prime. The device will be returned for analysis.